Manufacturer narrative:
(B)(4).

Event description:
It was reported that a change sensor message occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of a change sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.